Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the service department of olympus medical systems india private limited (omsi) for evaluation. The evaluation of the device confirmed the followings; device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Defect of the printed circuit board was noted. Therefore, all the leds on the front panel were lit. Omsc guessed that the intermittent endoscopic image was caused by loose video connector due to aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the endoscopic image was intermittent. There was no report of patient injury associated with this event.